Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds that had been rising since implant. It was also noted the right atrial (ra) lead exhibited high impedance. The leads were capped and replaced. No patient complications have been reported as a result of this event.